Event description:
During preparation for a clipping procedure, the physician chose a cook instinct endoscopic hemoclip. The clip was released [prematurely deployed] from the handle when the doctor opened the clip. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all of the device components (particularly the clip) were not included in the return. During a functional test, the device was coiled in three (3) approximate eight (8)" loops. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. This was due to the fact the clip was not included in the return. Without the complete device, our ability to conclusively determine a cause is limited. The instructions for use state: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record for the lot number confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
(B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. However, the report was confirmed based on the photo provided by the user showing the clip separated from the deployment catheter and in the open position. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The photos provided demonstrate a clip deployed in an open position. A definitive cause for the reported observation could not be determined. The instructions for use state: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record for the lot number confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During preparation for a clipping procedure, the physician chose a cook instinct endoscopic hemoclip. The clip was released [prematurely deployed] from the handle when the doctor opened the clip. This occurred prior to patient contact; there was no impact to the patient.